Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% restenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 6.0 x 20, 135cm mustang balloon catheter was advanced for dilatation including the stents previously placed in the brachial artery. However, during the second dilatation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.